Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient felt "dizzy" this was something completely different that anything the patient had felt previously. The device is still in use. No patient complications have been reported as a result of this event.